Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm. Customer reported their blood glucose level was 122 mg/dl at the time of the incident. Customer stated they had tried all remedies. Advised to try the remedies reviewed to prevent recurring alarms. Advised the customer to monitor the pump. Product will not be returned for analysis.